Event description:
It was reported to olympus, the bronchovideoscope had an image issue and e216 scope communication error. It was unspecified when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found wear of angle wire, connecting tube had a dent and scratch, control unit had a scratch, an abnormal sound was made due to damage on angulation lever, adhesive on bending section cover had a chip, switch box had a scratch, scope cover had a scratch, suction connector had a scratch and was dirty due to water leakage, scope connector cover had a scratch and was dirty due to water leakage, insertion tube rotation ring had a scratch, grip had a scratch, angulation lever had a scratch, up/down angulation lever plate had a scratch and universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. A definitive root cause was not identified; however, based on the results of the investigation, the probable causes of the malfunction would likely be the failure of the image sensor unit, the circuit board inside the video connector, or a malfunction on the system side. Always include according to documentation provided. Important information ¿ please read before use ¦precaution: caution for clv-290/cv-1500 turn the video system center on only when the endoscope connector is connected to the light source/video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning for cv-1500 connected/for clv-290 connected follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli, nbi, and rdi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.